Event description:
The customer reported being hospitalized in the middle of (B)(6) due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The blood glucose reading at time of call was 388mg/dl. Troubleshooting was performed. The customer stated that she went to swim the night before, and now the insulin pump had a button error. The caller stated that when she changed the infusion set the night of the event it was noticed that the cannula was bent. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. The device had cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip. Intermittent button response due to flattened dome switch on the down arrow button. No button error confirmed.